Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient with rainbows around lights visually out of the left eye five days following lasik treatment. The patient reported they were doing great and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. The rainbow glare effect is a general side effect that is mentioned in product manuals. Usually the effect disappears as the cornea start to close the gaps created by the photo disruption. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months. (B)(4)